Event description:
It was reported that the implantable pulse generator (ipg) was not pacing properly when in unipolar or bipolar. The leads were attached to a new device and system paced appropriately. It was later reported that the ipg also had a sensing issue and that the ipg was implanted and was explanted and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the implantable pulse generator (ipg) was returned to the manufacturer. Analysis revealed no anomalies were found. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing properly when in unipolar or bipolar. The leads were attached to a new device and system paced appropriately. Additional information was attempted to be obtained regarding whether or not this was an implant attempt or if the ipg was explanted and replaced. The information was not available. No patient complications have been reported as a result of this event.